Event description:
The customer reports the catheter was leaking a lot of fluid. Two holes were noted on the device. The device was replaced without incident.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc and syringe for evaluation. The catheter contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the catheter body was microscopically examined. Two small slits were observed on the catheter body just below the juncture hub. The area with the slits also contained adhesive residue. The slits were straight and smooth , indicating that contact with a sharp object (scissors, needle, scalpel , etc.) Caused the damage. The catheter contained two small slits 5 mm and 8 mm from the distal part of the juncture hub. The total length of the catheter body measured to be 165 mm which is not within specification. The returned catheter was initially flushed to clear all lumens. The catheter body was then clamped at the distal tip and a water-filled syringe was connected to each extension line to pressurize the catheter. When the proximal and medial extension lines were pressurized, water leaked just below the juncture hub. No issues were detected when the distal line was pressurized. A lot number was not provided; therefore, a review of the sales history of the customer was performed to determine a potential lot. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit cautions the user , "do not staple/suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained two small slits consistent with damage caused by contact with a sharp object. A device history record review was performed based on sales history with no relevant findings. However, the returned catheter did not measure within dimensional specifications, indicating that the incorrect sample or material was provided. Based on this discrepancy, the probable root cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter was leaking a lot of fluid. Two holes were noted on the device. The device was replaced without incident.